Event description:
The user reported the heater cooler compressor would turn on, but no ice was made. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.